Event description:
Information received from the field does not address the patient's clinical status but notes capture and sensing anomalies and suspected 1st rib clavicle crush. The ventriclar lead showed an impedance of 200 ohms and the~~~~~